Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pericardial effusion and both right atrial (ra) lead and right ventricular (rv) leads had caused questionable perforations. The leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.